Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 35mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a non-mobile laminar thrombus of 1.9 square centimeters on the atrial facing surface of the watchman flx device. There were no evidence of pericardial effusion or thrombus noted in the left atrium. The subject was on aspirin (75 mg) and clopidogrel (75 mg) at the time of the event.